Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt with vital signs absent, one successful shock was delivered to the pt then the device was unable to discharge. Complainant indicated that the clinician extricated the pt to the ambulance and the device dialed up and delivered four shocks to the pt at 100 joules. The clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.